Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified opening on radius, yellow particles in the shell, crease fold, and wear abrasion. Leak test and microscopic analysis were performed which identified, crease sooth opening, and puncture opening, void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment was an opening crease smooth on radius assessed as fold flaw opening and a striated punctured opening, consistent with the use of some surgical tool, assessed as surgical damage like.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Device has been explanted.